Manufacturer narrative:
(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of iab kinked is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the sheath the user felt difficulty after placement of the sheath. The user removed the iab and found it kinked. As a result, the user opened another kit and completed the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the sheath the user felt difficulty after placement of the sheath. The user removed the iab and found it kinked. As a result, the user opened another kit and completed the procedure. There was no report of patient complications, serious injury or death.